Manufacturer narrative:
Although requested, the subject device has not been returned to cordis for evaluation and testing. This file is considered closed. The product was returned for engineering evaluation and the following analysis has been performed: visual examination: the stent was no longer present on the balloon. Functional testing: testing to assess crossing ability and measurement of stent retention force could not be performed since the stent was no longer present. Dimensional testing: the tip inner diameter, the outer diameter of the body and the stent profile were found to be within dimensional specifications. Lot history review: this is the first complaint of this type reported for this sterile lot number. The exact cause of the reported crossing difficulty could not be determined. Many different factors can affect successful crossing of a lesion using this type of catheter; the exact conditions present during the actual clinical procedure can not be duplicated in the product performance laboratory. The exact cause of the stent dislodgement could not be determined. Please note the cordis instructions for use state that the stent can dislodge from the balloon for the following reason: * extremely tortuous vessel anatomy * withdrawing the mounted stent back into the guiding catheter.

Event description:
The physician was unable to cross the circumflex lesion with the stent delivery system, upon removal of the stent delivery system, the stent embolized, and was not found.